Event description:
It was reported that the insulin pump had sticking button keys, which triggered a bolus to be delivered without being programmed. The blood glucose reading was 143 mg/dl. The customer's mother stated that the batteries also lasted for a week and a half, which was about the expected battery lifetime, depending on the function the device was being used for. She did not have the customer nor the insulin pump with her to perform troubleshooting. The caller advised that she would call back later to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.